Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow up. During device interrogation, the pacemaker exhibited post sensed t wave oversensing and noise that were noted on the holter's electrogram. Patient's condition was stable before, during and after the event.